Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with lysis of adhesions and robotic total laparoscopic hysterectomy/bilateral salpingo-oophorectomy on (B)(6) 2010 to treat fibroids, genuine stress incontinence and adhesions. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2011 due to vaginal mesh erosion. It was reported that the patient underwent an additional surgery on (B)(6) 2012 and a coloplast corp sling was implanted due to intrinsic sphincter deficiency, stress urinary incontinence and anterior prolapse. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence and anterior prolapse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced discomfort and urinary tract infections. It was reported that on (B)(6) 2011, dr. (B)(6) trimmed some mesh in his office.

Event description:
It was reported that following insertion the patient experienced discomfort and urinary tract infections. It was reported that on (B)(6) 2011, dr. (B)(6) trimmed some mesh in his office.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that the patient underwent a revision of mesh due to erosion on (B)(6) 2011. It was further reported that the patient underwent an anterior colorrhaphy with implantation of aris suprapubic suburethral sling due to mesh erosion into the vagina and anterior prolapse on (B)(6) 2012.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.